Event description:
Pt re-injured his repair after a fail 3 wks post operatively. The plate broke and revision surgery was required. Customer indicates the pt is alcoholic, however, no specific info regarding post op compliance is available. This device is used for treatment.